Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenosed and circumferentially calcified lesion was located in the extremely tortuous middle right coronary artery (rca). The quantum maverick 15mm x 2.75mm balloon ruptured at 20 atms on the second inflation. To what atms the balloon reached on the first inflation is unknown. The procedure was completed with a different device. No patient injuries or complications were reported. The patient status is reported as "good".